Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink port site of an unspecified quantity of clearlink system non-dehp solution sets were leaking. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.